Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that a device replacement procedure was performed. At the follow-up on (B)(6) 2012, the battery status was good, magnet rate was 100ppm, and longevity remaining was 1 year. During the most recent follow-up, the ventricular output was changed from 3.5v to 4.5v because increased ventricular thresholds measurements were observed. The mode was also changed from ddd to vdd. According to the check on (B)(6) 2012, battery status was end of life (eol), magnet rate was 85ppm, longevity remaining was less than 0.5 years. The physician suspected premature battery depletion. Longevity was estimated, and the physician questioned why 1 year was displayed on (B)(6) 2012 and eol was displayed 3 month later. There were no adverse patient effects reported.

Manufacturer narrative:
This device will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.